Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) delivered a shock, which accelerated an arrhythmia to ventricular fibrillation (vf). Four shocks were required to terminate this accelerated rhythm. No related adverse patient effects have been reported. The physician expressed concern that the difficulty converting may be related to an (unrelated) advisory recall.